Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Review of the logfiles confirmed frontal ip-pc malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the console room data monitor display is not coming. Fse reseated the host pc connection. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.